Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the device's wireless footswitch was sporadically not working, and needed to be replaced. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred. The procedure was completed by using a wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not working sporadically. Per the information collected, the wi-fi (led) indicator on the wireless footswitch was off and the battery indicator was red. During troubleshooting, the fse confirmed that there was wireless connection issue and replaced the wireless footswitch and the base station. The defective wireless footswitch and the base station were returned to philips for further analysis. The analysis of the base station identified that the part was broken, and the screws were loose or not tightened. The cause of the wireless footswitch failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the wireless footswitch and the base station by the field service engineer has resolved the reported issue and restored the functionality of the system. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.